Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility that the system 6 aseptic housing assy is missing the rubber seal. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, rubber seal is missing, was duplicated. The technician confirmed that the rubber seal was missing from the housing. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device was placed in parts retention.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility that the system 6 aseptic housing assy is missing the rubber seal. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.